Event description:
Ambulance personnel were transporting a patient between facilities. During an attempt at routine monitoring of the patient's ECG during transport, it was reported the crt was blank and did not display a trace. There were no adverse effects to the patient reported as a result of the alleged malfunction.